Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for component missing as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an 1808069 implantable port allegedly experienced a missing component. This information was received from one source. The missing component involved one patient with no patient consequence.